Manufacturer narrative:
(B)(4). Initial details of this event were previously reported 7/15/2016 on report #3005075853-2016-03735-1.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips dropped out of the device, were bent and get stuck. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.